Event description:
A staff member was walking by the patient's room and heard the bipap alarm. "Vent inop". Respiratory therapist exchanged the bipap unit. The previous settings, inspiratory positive airway pressure (ipap) 18, expiratory positive airway pressure (epap) 8, total respiratory rate (rr) 29, and fractured inspiratory oxygen (fio2) 21%.